Event description:
During routine testing of the device, the user reported an error message "cf08" and that the device failed to calibrate. The repair tech confirmed the cf08 failure and reported the ball plungers were rusty causing the device to not function as expected. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.